Manufacturer narrative:
(B)(4). The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, the exact cause of the too atrial placement of the valve cannot be confirmed; however, it appears that procedural factors (e.g. Rapid valve deployment without opportunity to correct positioning) likely caused or contributed to the event. This event was resolved with implantation of a second valve in a more atrial position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 29mm sapien 3 was implanted in a failed 31 mm non-edwards surgical ring in the mitral valve position via transapical approach. The delivery system was prepped with 32cc. During deployment, the delivery system balloon inflation was performed quickly and the s3 valve landed 95:5 atrial/ventricular inside the mitral ring. A second 29mm s3 valve was positioned 50:50 and deployed 50:50 within the first tavr valve. The patient tolerated well the procedure.